Event description:
The patient received her scs system on (B)(6) 2011 including a paddle lead. It was reported the patient is experiencing more pain. She also stated she feels a lump in her neck. X-rays were taken, but the results are unknown. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.